Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulitis and pelvic adhesions. Previously administered products included for an unreported indication: depo provera. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of affect lability ("up/down emotions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), rectocele ("rectocele"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal disorder"), dyspepsia ("digestive disorder"), abdominal pain upper ("pain upper quadrant"), abdominal pain lower ("central abdominal near uterus") and the second episode of affect lability ("emotions up and down") and was found to have benign neoplasm of cervix uteri ("tumor / teratoma / cancer type: ovarian/cervical"), ovarian neoplasm ("tumor / teratoma / cancer type: ovarian/cervical") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy (one side removal of fallopian tube)-left). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain and dyspareunia was resolving, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, benign neoplasm of cervix uteri, ovarian neoplasm, vaginal discharge, fatigue, ovarian cyst, rectocele, gastrointestinal disorder, dyspepsia, abdominal pain upper, abdominal pain lower and the last episode of affect lability outcome was unknown and the weight increased and alopecia had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, benign neoplasm of cervix uteri, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, ovarian cyst, ovarian neoplasm, pelvic pain, rectocele, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of affect lability and the second episode of affect lability to be related to essure. The reporter commented: current weight 185 lbs. Date(s) of insertion: (B)(6) 2008 (as per pfs discrepancy noted). Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. Events: emotions up and down were added. Outcome: event: hair loss and weight gain is not recovered. Event: pelvic pain and dyspareunia were updated to recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diverticulitis and pelvic adhesions. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), affect lability ("up/down emotions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), rectocele ("rectocele"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal disorder"), dyspepsia ("digestive disorder"), abdominal pain upper ("pain upper quadrant") and abdominal pain ("central abdominal near uterus") and was found to have benign neoplasm of cervix uteri ("tumor / teratoma / cancer type: ovarian/cervical"), ovarian neoplasm ("tumor / teratoma / cancer type: ovarian/cervical") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy (one side removal of fallopian tube)-left). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, affect lability, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, benign neoplasm of cervix uteri, ovarian neoplasm, vaginal discharge, fatigue, weight increased, ovarian cyst, rectocele, alopecia, gastrointestinal disorder, dyspepsia, abdominal pain upper and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, affect lability, alopecia, benign neoplasm of cervix uteri, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, ovarian cyst, ovarian neoplasm, pelvic pain, rectocele, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- events up/down emotions, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),tumor / teratoma / cancer type: ovarian/cervical, pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: none listed, ovarian cyst/rectocele, hair loss were added. Event injury was deleted and case category was changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.